Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "2019-11-05 after the use of closed intravenous catheter to establish the channel, the position of heparin cap leakage, replace the heparin cap.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9106865. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples were evaluated and leak tested with passing results. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "(B)(6) 2019 after the use of closed intravenous catheter to establish the channel, the position of heparin cap leakage, replace the heparin cap.